Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Case type = ngp . Customer returned insulin pump for alleged insulin pump error found on (B)(6) 2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin pump error noted during test. Successfully downloaded history files and traces using thump. Verified the pump alarmed insulin pump error in insulin pump downloaded history on april 23, 2022 between time 20:50:20.000 and 23:04:12.000. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the insulin pump at the battery compartment, end cap address label fading, scratched case, pillowing keypad overlay, and corroded battery tube. No insulin pump error noted during test. Insulin pump error confirmed due to moisture damage on motor and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The insulin pump was returned for the analysis.